Event description:
During service, a low lithium battery was found. The hospital rep stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is available.